Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the there is a ticking sound coming from the battery. Device got wet during a patient event after the ticking began. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.